Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. 48 - failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in sterile processing department, a bent cable was noted on one side and frayed on the other side of the pk dissecting forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.